Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Keypad testing confirmed that the right column of keys was nonfunctional. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the run/stop, 3, 6, and 9 buttons that did not work. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b3: event date: (B)(6) 2022. The user facility submitted medwatch 2400100000-2022-8107 for this event. B5: the following information was provided by the customer in the medwatch report. The reporter indicated that the event occurred in the critical care area. Should additional relevant information become available, a supplemental report will be submitted.